Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined as the reported issue of pink image/white balance malfunction was not reproduced. In addition, the following non-reportable malfunctions were found during the device evaluation: stripes on the image due to a defective cable and damaged optical fiber bonding at the distal end. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported video telescope "endoeye hd ii", 10 mm, 30°, autoclavable was flickering, the image was pink, and they could not get it white balanced. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.